Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, the welding of the single site curved cannula had come loose and now rotates. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.